Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/01/2008 and 08/14/2008 by phone, fax, and mail. A completed questionnaire was received on 08/20/2008.

Event description:
A surgeon reports having a patient experiencing glare and halos following bilateral intraocular lens (iol) implant surgery. In a follow up, the surgeon reports the outcome of event for the patient as "unknown" and that the patient's condition persists. There are two medical device reports associated with these events. This report is for the fellow eye.